Event description:
This device is supposed to improve safety from needlestick injuries, however, the push-button sometimes goes off by itself. While the needle is in the vein with the tourniquet on, resulting in a bloody mass. The first time this happened to rptr, it was with an aids pt with very difficult veins and hepatitis as well and the blood spill was large. Also, when the push-button is pressed and the needle retracts with the spring action, it splashes blood out into the surrounding environment all over. Rptr suggests test with dye, as rptr has done to demonstrate this problem to chief and coworkers. Rptr does not allow anyone to press this button in their presence, since they feel this risks unnecessary exposure to blood. Rptr thinks this device is inherently less safe than the basic IV catheter it is supposed to improve upon and should be banned.